Manufacturer narrative:
A4: patient weight was not available. D1: brand name corrected. D4: model number, catalog number, lot number, UDI number corrected. D4: expiration date and primary UDI number, updated. E1: reporter phone number was not available. H4: device manufacture date, updated. Manufacturer's investigation conclusion: the reported event of the driveline being disconnected and reconnected was confirmed. The submitted controller event log file contained relevant data spanning 4 days (11aug2024 ¿ 14aug2024 per the timestamp). Prior to on (B)(6) 2024, the controller was periodically connected to external power but not connected to the pump; this is consistent with the controller being the patient¿s backup controller. The driveline was first connected to the controller at 16:31:25 on (B)(6) 2024; the pump did not start at this time as the controller was not connected to an external power source. The controller was connected to a 14v battery at 16:32:01 on (B)(6) 2024 and pump subsequently started and ramped up to the set speed as intended. The driveline was then disconnected at 11:51:03 on (B)(6) 2024; driveline disconnected, pump off, and low flow hazard alarms activated at this time as intended. The driveline was reconnected at 11:53:13 on (B)(6) 2024 and the pump ramped up to the set speed without issue. The driveline remained connected for the remainder of the log file. No other notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file. Multiple attempts were made to obtain additional information from the customer regarding the event (including why the driveline was disconnected and reconnected); however, no response was received. No product was returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline disconnected, pump off, and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ states ¿the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power¿. The patient handbook also warns ¿do not disconnect the modular in-line connector or the pump will stop¿. This section also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. This section also explains how to replace the running system controller with a backup controller and instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. The user is instructed to connect the replacement controller to an external power source before disconnecting the driveline from the current controller. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ states ¿if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. This section also explains how to replace the running system controller with a backup controller, and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. The user is instructed to connect the replacement controller to an external power source before disconnecting the driveline from the current controller. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a6: patient information is pending follow- up with hospital. D4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that log files from the patient's original system controller (B)(6) showed that the driveline (dl) was disconnected and reconnected four different times on (B)(6) 2024. There were no alarms just prior to the dl disconnects so the reason for the disconnects was unknown. Three self-tests were performed with success in the office before obtaining the event log files. Additional log files were sent for review on (B)(6) 2024. This event log file showed that the patient had connected to controller (B)(6) on (B)(6) 2024 at 6:32:05. This was followed by the alarm silence button being pressed numerous times, but there were no alarms. The dl was disconnected on (B)(6) 2024 at 11:51:03 & reconnected on (B)(6) 2024 at 11:53:13. When the dl was connected the pump operated as intended.